Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event was caused by user handling. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. The following instruction manual shows how to prevent the event. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer issue of "angulation is loose and the distal end will not move properly as a result of this". Device issue found during maintenance. During the device return inspection, remnants of white crystallized contamination noted to be an infacol ( simethicone) type product within the air and water channels was observed. There was no report of patient or user harm associated with the event. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation. Technical evaluation has confirmed the customers reported issue "angulation is loose and the distal end will not move properly ". Device evaluation found angulation (up/down, left/right) angle are not to specifications. Play evident on the up/down, left/right angle play. In addition and as stated in b5, evaluation has determined contamination. The control body with the channels exposed, the air and water channels are cloudy in appearance and noted to be due to due to mishandling. Additional findings were identified and are as follows: the light cover glass was chipped. The light cover glass adhesive is worn. The optical cover glass was chipped. The optical cover glass adhesive was worn, the distal end cap sealant was missing, the distal end adhesive was worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.